Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, in which the tape was not sticking. The infusion set had been in use for one day at the time of the issue. The infusion set was inserted on the leg. No further information available.